Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. A new cartridge was successfully loaded. The customer's blood glucose level was in the 200's (mg/dl). Reportedly, the customer continued using the pump for insulin therapy.